Event description:
It was reported that the circumflex artery was wired with a pilot 50, which was subsequently exchanged for a sport guide wire. The lesion site was dilated with the mini trek; however, there was resistance upon removal from the sport fuide wire. Another 2.5 mini trek was used with the same sport guide wire with no issue. Following dilatation, four (4) xience v stents were implanted successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. This was to treat an in-stent restenosis of two (2) non-abbott stents that were previously placed in december of 2007 at a different hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood visible on the shaft and balloon and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. The inner member was flattened inside the balloon and for a length of 5 cm proximal to the proximal seal. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt was made to advance a mandrel through the tip past the proximal seal and through the guide wire exit notch but the mandrel would not advance through the inner member past the proximal seal. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. An attempt was made to backload a new guide wire through the tip past the proximal seal but there was resistance noted proximal to the proximal seal and the guide wire could not be completely advanced through the balloon catheter. A new indeflator filled with water was used to pressurize the balloon catheter to 265 psi without a mandrel or stylet inserted through the guide wire lumen due to the resistance noted to reveal the inner member was collapsed throughout the entire length of the balloon and proximally for a length of 25.3 cm proximal to the proximal seal. In this case, it is likely that as resistance was met with the guide wire, if the shaft was manipulated during the attempts to advance or retract, this would contribute to the inner member becoming stretched (collapsed); however, the initial cause of resistance with the guide wire could not be determined. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a lot specific product quality deficiency. All products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.